Event description:
It was reported that the patient experienced urethral erosion with an inflatable penile prosthesis (ipp) leading to a surgical procedure. No information was provided about the patient's outcome.